Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11 the faulty safety disc was successfully replaced to resolve the issue. Post replacement pim testing was completed, and all functional and safety checks completed to meet factory specifications. The following was performed by the sr service technician of the maquet failure analysis and testing dept. (B)(6) the failure analysis and testing department received part number 0202-00-0140_k safety disk serial number: (B)(6), with a reported unit failure of the third pim test failed during annual inspection. The fat dept. Conducted a visual inspection of the part received and found that the part is in good condition. The fat department installed part number 0202-00-0140_k safety disk serial number:(B)(6) in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per procedure number 0002-07-d016 revision g and the cardiosave service manual number 0070-00-0639 revision r. The fat dept. Performed all manifold test and functional test and it passed both, the fat dept. Was unable to reproduce the reported failure. Retaining the safety disk in fat dept. Per procedure (B)(6) rev av.

Event description:
It was reported during the annual inspection that the cardiosave intra-aortic balloon pump (iabp) failed the pneumatic module leak test. No patient was involved.

Manufacturer narrative:
Due to character limit: e1. Event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.